Event description:
It was reported that pt complains of pain that started in the past of couple of weeks. Pt has swelling since last month and reports that when laying down he can feel the swelling. MRI shows fluid build up. Doctor aspirated on (B)(6) 2012. X-ray showed bone deterioration. Revision surgery is scheduled for november 2012. Additional information reported via sales rep (B)(6) 2012: it was reported that the components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Due to the ongoing litigation no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.